Event description:
It was reported that the patient felt stimulation fine last night. It was noted that this morning when the patient woke up, they did not feel any stimulation and had it all the way up. It was noted that adaptive stimulation was on. It was noted that both batteries on the top row were about middle charge. It was noted that the patient increased their amplitude to 10 volts and was standing and continued to feel no stimulation. Additional information received reported that the patient was scheduled for a revision on (B)(6) 2014. It was noted that one lead had migrated from the epidural space and another lead had impedances of over 10,000 ohms on electrodes 4, 5, 6, and 7.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the old leads were removed. It was noted that the lead appeared to be intact without o bvious fracture on removal. It was noted that the patient was programmed. It was noted that the patient¿s post operation was on (B)(6).